Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system displayed electromagnetic interference (emi) on stored atrial tachy response (atr) events, so the device was programmed to be less sensitive. Technical services reviewed the atr episodes and noted the minute ventilation (mv) signal was being oversensed on the atrial egm. It was noted the mv was still on for atr only and discussed mv should be turned off. Technical services reviewed the lead trends and noted intermittent increases in ra and right ventricular (rv) pacing impedances over the last several months. The ra pacing impedance ranged from about 500 ohms to 1500 ohms, and the rv pacing impedances ranged from about 600 ohms to 1200 ohms. The patient is pacer dependent. Technical services discussed troubleshooting and programming options. It was noted mv was reprogrammed from passive to off, and the ra lead was reprogrammed unipolar pace and bipolar sense. The physician planned to evaluate the rv lead to see if it needed to be reprogrammed as well. At this time, this pacemaker remains in service and there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population.

Event description:
Boston scientific received information that this pacemaker system displayed electromagnetic interference (emi) on stored atrial tachy response (atr) events, so the device was programmed to be less sensitive. Technical services (ts) reviewed the atr episodes and noted the minute ventilation (mv) signal was being oversensed on the atrial electrogram (egm). It was noted the mv was still on for atr only and discussed mv should be turned off. Technical services reviewed the lead trends and noted intermittent increases in right atrial (ra) and right ventricular (rv) pacing impedances over the last several months. The ra pacing impedance ranged from about 500 ohms to 1500 ohms, and the rv pacing impedances ranged from about 5600 ohms to 1200 ohms. The patient is pacer dependent. Technical services discussed troubleshooting and programming options. It was noted mv was reprogrammed from passive to off, and the ra lead was reprogrammed unipolar pace and bipolar sense. The physician planned to evaluate the rv lead to see if it needed to be reprogrammed as well. At this time, this pacemaker remains in service and there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population. Additional information was received which reported that this pacemaker exhibited multiple atrial deflections. Impedance measurements had been stable, but when threshold testing was performed, atrial thresholds were elevated. It was noted that pocket manipulation reproduced atrial noise in the past, but this was not reproduced at that time. Technical services (ts) discussed the atrial deflections with the health care professional (hcp) and noted possible atrial oversensing of rv signals. There were no changes to the programming. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this pacemaker system displayed electromagnetic interference (emi) on stored atrial tachy response (atr) events, so the device was programmed to be less sensitive. Technical services (ts) reviewed the atr episodes and noted the minute ventilation (mv) signal was being oversensed on the atrial electrogram (egm). It was noted the mv was still on for atr only and discussed mv should be turned off. Technical services reviewed the lead trends and noted intermittent increases in right atrial (ra) and right ventricular (rv) pacing impedances over the last several months. The ra pacing impedance ranged from about 500 ohms to 1500 ohms, and the rv pacing impedances ranged from about 5600 ohms to 1200 ohms. The patient is pacer dependent. Technical services discussed troubleshooting and programming options. It was noted mv was reprogrammed from passive to off, and the ra lead was reprogrammed unipolar pace and bipolar sense. The physician planned to evaluate the rv lead to see if it needed to be reprogrammed as well. At this time, this pacemaker remains in service and there were no adverse patient effects reported. This device was included in the recent mv sensor signal oversensing advisory population. Additional information was received which reported that this pacemaker exhibited multiple atrial deflections. Impedance measurements had been stable, but when threshold testing was performed, atrial thresholds were elevated. It was noted that pocket manipulation reproduced atrial noise in the past, but this was not reproduced at that time. Technical services (ts) discussed the atrial deflections with the health care professional (hcp) and noted possible atrial oversensing of rv signals. There were no changes to the programming. No adverse patient effects were reported. The device remains in service.